Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator only charges up to 30j, intermittently. According to the customer, when users put it at 150j to perform the test, it only goes up to 30j. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that intermittently the device only charges up to 30 joules. According to the customer, when users put the device at 150 joules to perform the test, it only goes up to 30 joules. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device has reached the end of its life support. An obsolescence letter has been provided to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.